Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section). Additional info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of a lesion located in the superficial femoral artery (side unk), this balloon ruptured at 3 atmospheres. The age and gender of the pt is unk. The vessel had severe calcification, mild tortuosity and a 99% stenosis. The product was properly inspected and prepped prior to use. There is no procedural info available. It is unk how the procedure was completed. There was no reported injury to the pt.